Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt cannot communicate with the ipg with either the charger or programmer. An sjm rep met with the pt and confirmed the issue. The pt also stated that recently he experienced strong surgeries from the scs system. X-rays were taken and no abnormalities were noticed. F/u indicated the pt's ipg was replaced on (B)(6) 2013. It was found during the procedure that the ipg had flipped. The issue is now resolved.